Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) delivered an inappropriate shock due to over-sensed noisy signals. The shock impedance for the event was noted to be 1 ohm. Diagnostic imaging was performed which confirmed the electrode had dislodged, with clear evidence of twiddler's syndrome. An interrogation was performed which additionally showed a charge time (CT) error code. A surgical revision was performed and the physician originally only wanted to explant the electrode, but the CT error code persisted with the replacement electrode. The physician subsequently elected to explant and replace the s-ICD device, in addition to the electrode, to resolve the event. The patient was stable with no additional adverse effects. Both the s-ICD device and electrode are expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) delivered an inappropriate shock due to over-sensed noisy signals. The shock impedance for the event was noted to be 1 ohm. Diagnostic imaging was performed which confirmed the electrode had dislodged, with clear evidence of twiddler's syndrome. An interrogation was performed which additionally showed a charge time (CT) error code. A surgical revision was performed and the physician originally only wanted to explant the electrode, but the CT error code persisted with the replacement electrode. The physician subsequently elected to explant and replace the s-ICD device, in addition to the electrode, to resolve the event. The patient was stable with no additional adverse effects. Both the s-ICD device and electrode were received for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection revealed melted metal due to arching damage near the proximal shocking coils. The location and morphology of this damage is consistent with external stress applied to the electrode body which resulted in the clinical observations detailed in the event description. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Additionally, dislodgement due to twiddler's syndrome was confirmed via diagnostic imaging.